Event description:
Patient presented to the physician, two weeks post-implant procedure, with a seroma and an infection at the neck incision site. Physician drained the seroma and prescribed a 10-day course of antibiotics. This resolved the issue.